Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation on his back. The patient was doctor recommended using a powder and a cream, specific names not given. The irritation improved after using the powder and a larger size garment.